Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients, in an undefinied period of time. No further clinical information was supplied in this complaint. The clinician complaint included the following products:ils0838 lot 7651015 (B)(4) units, ils0838 lot 7651020, (B)(4)unit, ils0838 lot 7722941 1 unit, isps0838 lot 7686107 (B)(4) units, isps0838 lot 7722917,(B)(4)unit, isps0838 lot 7722929 (B)(4) units, isps0838 lot 7722935 (B)(4) units, isps0842 7676915 (B)(4) units, isps0842 lot 7699753 1 unit, isps0842 lot 7741448 (B)(4) units, isps0842 lot 7755406 (B)(4) units. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.